Manufacturer narrative:
The field service representative found leftover pieces of a wipe on the rinse head nozzles. He removed it and cleaned all of the nozzles, checked the rinse mechanism water, checked the acid and base levels, adjusted the probe, flushed a valve as part of maintenance, ran a wash reaction, checked photometric values, and checked the calibration monitor result. He verified the system's successful operation. He successfully performed an instrument check, and ran roche qc and bio-rad qc. The investigation is ongoing.

Event description:
There was an allegation of questionable a1cx3 results for 14 patient samples on a cobas c 513 analyzer. Refer to "(B)(6)" for patient results. The repeated results were performed on another c513 module. The repeated results were believed to be correct. The reagent lot number is 562178 with an expiration date of 30-nov-2022. The questionable results were reported outside of the laboratory.